Event description:
Investigation completed. No product returned. Sme summary.

Manufacturer narrative:
Other, other text: the manufacturing DHR was reviewed and the device had passed all tests including the relief pressure check. It is not possible to confirm or determine the possible cause of the reported issue unless the device is returned for investigation.

Event description:
It was reported that the relief pressure on the pneupac ventilator did not meet the tolerance value. This product issue was discovered during testing, and prior to any patient use.